Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device was intact and functioned as intended.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2014 and a reservoir was attached to a drain. A few hours after suction, the reservoir was filled air and suction stopped. The reservoir was replaced, and suction remained stopped. There was no adverse patient consequence.